Event description:
Boston scientific crm received information that this right ventricular (rv) lead had sensed noise leading to oversensing. Pacing was inhibited leading to a period of asystole for three seconds, as the patient is pacemaker dependent. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was scheduled. No further information is available. If additional information becomes available, this report will be updated and resubmitted